Event description:
Reportedly, valve explanted due to bacterial endocarditis after 4 months implant duration. No further info available. Valve is not available to be returned for eval.

Manufacturer narrative:
Device not returned.